Event description:
It was reported that the physician felt the lead -pop- during the attempt to implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.